Event description:
N/a.

Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Additional health effect-clinical code: 2144, 1154.

Event description:
1 of 2 reports (same patient, different events). Other mfg report number: 3013886523-2023-00065. A facility reported: "a new bactiseal vp shunt was placed, and the patient subsequently had a number of episodes of headache, neck and abdominal pain, and vomiting ¿ symptoms of shunt malfunction. Four months after the shunt insertion, there was a marked fibrotic reaction along the course of the shunt, and an area of wound dehiscence over an incision on the chest wall. This prompted a shunt exploration. The ratio of csf white cell count (wcc) to red cell count (rcc) was elevated, with a csf wcc of 9/¿l and a csf rcc of less than 1/l." The patient had required multiple shunt revisions throughout childhood, and at the time of presentation, it had been five years since her most recent revision. She presented with a wound breakdown over the shunt site after sustaining trauma to the area. The shunt was removed and empirical antibiotics were prescribed given the clinical suspicion of infection. The csf wcc returned to normal, and a new vp shunt was placed.